Event description:
It was reported that the log files were submitted for evaluation concerning driveline communication fault alarms. The patient came in clinic who has had a driveline communication fault since (B)(6) 2022 (B)(6). The alarm returned. As per, driveline communication faults were previously recorded on (B)(6) 2022. After some troubleshooting, the driveline communication fault was permanently silenced, and the patient was discharged at that time. During the follow up call, it was noted that the patient reported audible alarms at about 4:00 am on (B)(6) 2026. It was unable to determine the cause of the alarms. It was noted that the patient may not be able to handle a pump stop event well at this time. The driveline communication fault was permanently silenced, and the patient was discharged and would follow up if additional alarms occurred. It was recommended to cover the exposed area of the driveline with rescue tape.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the outer jacket of the pump cable was confirmed through analysis of the submitted images. Review of the submitted log files confirmed the reported driveline communication fault alarm; however, a specific cause for the alarm cannot be conclusively determined through this evaluation. The customer submitted 2 photos of the driveline for analysis. The photos showed damage to the outer jacket of the driveline, with the underlying armored layer visible and fraying. Evidence of prior tape application was noted in this area as well. No wires were exposed and the damage appeared to be cosmetic in nature. The controller event log file contained events from (B)(6) 2026, per the timestamps. A driveline communication fault alarm was active for the duration of the log file. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline communication fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline communication fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.